Event description:
Medline size 8, synthetic polyisoprene, sensicare surgical gloves with aloe vera, discovered to have a pin hole in the area of the anterior right index finger upon donning. Sterile packaging was secured and noted to be intact.